Event description:
It was reported that the patient began to feel an irregular heart beat and lightheaded as though they were going to faint. The patient sat down and felt a shock from the cardiac resynchronization therapy defibrillator (crt-d). The patient later presented and was admitted to the hospital. The shock was determined to be inappropriate. An electrocardiogram (ECG) showed normal sinus rhythm with occasional premature ventricular contractions and bloodwork showed high troponin levels. Medication was administered and the patient was discharged the following day. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 693558 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.